Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported that a revision was scheduled for (B)(6) 2020, however the reason for the revision was not known. The rep did not have any additional information regarding the event. Additional information was received from the hcp stating the reason for the revision was because the leads appeared to have migrated on the MRI.